Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed that the image was not displayed with the 190 series scopes. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the lvds board (low voltage switching device printed circuit board) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the image was not displayed with the 190 series scopes due to failure of the lvds board. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not working during set up. There were no reports of patient harm.